Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod's insertion site (abdomen) while wearing the device for over 48 hours. The patient stated removing the pod on (B)(6) 2026 but did not seek immediate medical attention. Patient reported the infusion site to be painful, have redness and swelling. The patient sought medical attention on (B)(6) 2026, and was diagnosed with an infection and abscess. The patient was prescribed with cephalexin, an oral antibiotic.

Manufacturer narrative:
The pod was received fully deployed. No damages were noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined.